Manufacturer narrative:
The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the device was able to connect to a pdm aand and a bolus of 5 units was successfully delivered. The data did not show any signs of struggle or pulse width increases that would indicate a failure to deliver insulin. No other damages or defects were observed. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by the patient that they had to seek outside medical attention on (B)(6) 2020 due to the pod. Patient stated they did not receive a pod alarm, however the patient's blood glucose (bg) levels went up to approximately 400 mg/dl. Patient stated the pod was hurting at the time of insertion and they were only able to wear it for approximately 36 hours before they finally removed the pod 2 hours prior to them going to the hospital. Patient stated they placed the pod on sunday and everything was fine and around 2:00 pm on monday their bg levels went to 200 mg/dl. Patient stated at that time they bolused and it would not come down and they started to feel nauseous while at work. The patient then stated they did not want to eat anything and bg levels were at 300 mg/dl and they then took another injection and started to vomit. The patient stated their bg levels started to come down but they were still above 300 mg/dl. The patient went home early from work and felt exhausted. Patient stated at that time they started to drink water and also gave 12 units of humalog by injection. The patient went to try and use the bathroom and started to violently vomit. Patient then went to the emergency room (ER). At the ER they started the patient on intravenous therapy with fluids and the bg level slowly went down to 311 mg/dl and they had a temp basal to give the patient 25%. The patient was diagnosed with diabetic ketoacidosis (dka). The patient stated at that time the bg levels were 289 mg/dl so they decided to give the patient an insulin drip and moved them to the intensive care unit (ICU). The patient stated while in the ICU they gave them 9 units of insulin an hour and that started at 2:00 am that morning.